Manufacturer narrative:
Date of event is unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 8mm x 31g a the needle hub separated. There was no report of patient impact. The following information was provided by the initial reporter: it was reported needle hub separated and thumb press was missing from one syringe. Lot #: 1144284. Catalog #: 328509.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-07. H6: investigation summary: customer returned (3) loose 0.5ml insulin syringes. The customer reported that the needle hub separated the 3 returned syringes were examined, and it was observed that 1 syringe exhibited a detached needle hub/shield assembly. A review of the device history record was completed for batch# 1144284. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure hub separated. CAPA pr1630423 has been opened to address this issue.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 8mm x 31g a the needle hub separated. There was no report of patient impact. The following information was provided by the initial reporter: it was reported needle hub separated and thumb press was missing from one syringe. Lot #: 1144284. Catalog #: 328509.